Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 58 mg/dl. The customer stated that she was at work and passed out. The customer experienced symptoms such as feeling dizzy. The customer was treated with juice and graham cracker. The customer stated that the pump was worn during an MRI. The customer also reported blank display and crack along the pump case and battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, off no power test and displacement accuracy test. The stop current and run current measurement tests are within specification. No battery icon anomaly noted. The motor functions properly during testing. No motor anomaly noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the device was programmed with multiple basal profiles and monitored. The basal profile delivered the indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. Device was also monitored for two days. No blank display or unexpected off no power alarm noted. Drive support disk was inspected and no anomaly was noted. Device had cracked battery tube threads and cracked reservoir tube lip. No damage noted on the original battery cap. The motor was tested outside of the unit and passed.